Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the lead exhibited intermittent ventricular capture during follow up. Output was increased in order to capture the ventricle. Due to high outputs patient complained of intermittent diaphragmatic stimulation but not recreated in clinic. The lead remained implanted with high output.